Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, the patient was presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 3(a3p3). The mr was reduced to grade 1+ post procedure. On (B)(6) 2025, a single leaflet device attachment(slda) from the posterior leaflet occurred due to patient's anatomy. Patient returned symptomatic with recurrent mr of grade 4+ and a tissue damage was observed on posterior leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) resulting in mitral regurgitation (mr) could not be determined. Dyspnea is a cascading effect of the recurrent mr. The reported tissue injury could not be determined. Mitral regurgitation, tissue injury and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Code added: health effect - clinical code: 1816.

Event description:
On (B)(6) 2025, the patient was presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 3(a3p3). The mr was reduced to grade 1+ post procedure. On (B)(6) 2025, a single leaflet device attachment(slda) from the posterior leaflet occurred due to patient's anatomy. Patient returned symptomatic with recurrent mr of grade 4+, dyspnea and a tissue damage was observed on posterior leaflet. There was no clinically significant delay.